Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that the battery remains capacity decreased from two years to eight months in approximately a four month time period. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. According to additional information provided, a follow up was scheduled to discuss with the patient about device replacement. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, there is no indication of product return. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that the battery remains capacity decreased from two years to eight months in approximately a four month time period. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. According to additional information provided, a follow up was scheduled to discuss with the patient about device replacement. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported.